Event description:
It was reported that the patient experienced a burning sensation. The patient noted that their right latissimus muscles would spasm very painfully. Once the muscle spasms started the patient could not use a muscle relaxer to stop the muscle spasms. If the patient would turn off their stimulator they could usually take some pain medications and get on top of the pain and it tended to dissipate. The patient noted that they could point to a spot on their latissimus which was about the size of a silver dollar and was just burning. The patient felt the burning about 2 inches to the right of the center of their spine near t6, t7, or t8. The symptoms were by the top of the surgical lead placement. The patient had experienced some issues with this muscle group even before they had their device implanted but they had not experienced the intense burning. The patient realized in (B)(6) 2014 that the burning was caused by the stimulator. It felt similar to but significantly more intense than when the patient had a tens unit. The patient noted that their back would spasm if they turned the wrong way but it was unclear if this was a current issue or in reference to the tens unit. The patient was also having issues with overstimulation. The patient experienced a shocking or jolting sensation. The patient noted that they could lay down and feel more stimulation and it was actually very pleasant, ¿almost like a massage going up my spine¿. The patient typically used their therapy all the time. The patient noted that they had been getting electrocuted for about the 3 years prior to the report. The issue started in (B)(6) 2012. The patient first noticed a mellow shocking twice in a gas station convenience store. The microwave in the convenience store caused the shocking. The shocking was not uncomfortable and the patient just moved away and everything was fine. The patient noted that the shocking was very intense. It was not as violent when it started but had become significantly worse and intense. The patient noted that the shocking would hit them so hard that they ¿literally jumped off a chair¿. The shocking was so intense the patient was crying. The patient¿s wife helped them turn it off. The shocking had gotten so bad that it was not helping the patient¿s pain but starting it. No shocking occurred when they went through theft detectors. Nothing would help the shocking except for shutting off their device. Due to the shocking the patient was unable to use their implantable neurostimulator (ins) for their lumbar spine. This stimulator was implanted on (B)(6) 2009. The patient¿s device had worked perfectly until these incidents started. The patient noted that their other implantable neurostimulator still worked perfectly. The patient was told by a manufacturer representative that they might have to replace their implantable neurostimulator (ins). The patient did not have their ins on at the time of the report. The patient was going to meet with a manufacturer representative on (B)(6) 2014 but was unable to make that appointment so they were going to reschedule. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information.

Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2011, product type: lead; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2011, product type: lead; product ID 3550-39, lot# n284900, implanted: (B)(6) 2011, product type: accessory. (B)(4).

Event description:
Additional information received reported that the patient had cancelled his last appointment and had to get other things looked at, and would get back in contact with the manufacturing representatives. The manufacturing representative had not heard from him to reschedule.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that there was still a shocking or jolting sensation. They might need to replace one of the patient's batteries because it shocked him. He could be sitting down and a "bolt of electricity hits him in the spine." The patient would jump then fall and it did not stop until they got the patient programmer (pp) and turned stimulation off. This started 1 to 1.5 years ago. One time he was at a gas station and someone turned on a microwave to cook something and he felt a shock. The patient moved away and it subsided, and he just kept moving farther away until it stopped. The patient had worked with 4 different manufacturing representative and technicians and the device did not show up with any anomalies. It had gotten to the point where it was causing him so much pain he had to turn the device off. The device still blasted him with electricity at different magnitudes. It was also causing severe burning where his lats met his spine and once it started, in a few minutes the whole muscle was in a spasm. It was noted that the patient was a 100% disabled vet for "busting up" his neck and he had 4 consecutive vertebra fused and discs removed in his cervical spine. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.